Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The device has not been returned to the manufacturer for evaluation.

Event description:
Material # unknown. Batch # unknown. It was reported by a participant of a double blinded study "device issues¿ once in a while I have issues with the powerglide catheters bending back upon themselves. So you insert it and you might notice a dimple in the skin or the device isn't working properly and when you pull it back there is a kink or it's actually like¿ folded upon itself. Sometimes we might run into a valve or into a vein and that's what causes that. So that can happen with how long the devices are and how flexible the wire is in those devices. When you do a traditional midline or a pic those wires are significantly firmer but the powerglide ones are flexible. They come with more difficulty getting them placed properly." No further information was available. The exact number of occurrences was not provided by the complainant.